Event description:
The customer reported via phone call that they had a keypad anomaly. The customer reported attempting to bolus and their buttons would be unresponsive. The customer reported their up and down buttons were not functional. Customer's blood glucose was 58 mg/dl. It was also found the customer's blood glucose dropped significantly within the past hour. The customer's blood glucose was treated with food. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.